Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo and became extrinsically fractured due to melting, and there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and melting, and visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged. Upon further investigation, the lead was found to have been damaged in two places: one by the clavicle and one near the device header. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).